Event description:
The customer reported that on (B)(6) 2011 an erroneously elevated cardiac troponin (accutni) result, within the risk stratification range, was generated on an access 2 immunoassay system for one patient. The initial, erroneous accutni result was reported out of the laboratory. The result was question by the emergency room physician. The patient was transported to, and assumingly admitted, to another hospital based upon the erroneous accutni result. Upon repeat testing at the other hospital utilizing another methodology, the repeat accutni result was lower and considered "normal." Instrument assay quality control results generated prior to the event were found to meet customer established specifications. The sample was collected in a lithium heparin plasma tube. Actual patient data, patient information, and additional system/sample information was not provided by the customer.

Manufacturer narrative:
There was no repeat protocol in place at the facility and due to the infrequency of non-reproducible occurrences, the laboratory opted to monitor and track erroneous results. Service was not dispatched to the site for this event. The exact cause of the event is unknown and could not be determined.